Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured fallopian tubes / essure perforation in fallopian tubes"), ovarian perforation ("essure had punctured my tube and went into my ovary") and device expulsion ("essure coils punctured through my tubes and one was in my uterus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1996, (B)(6) 1979)). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and back pain ("lower back pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("severe and persistant bloating"), migraine ("migraines"), tooth disorder ("dental issues"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), treatment noncompliance ("use birth control or contraception at any time following your essure placement procedure") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery, surgery and surgery. Essure was removed in 2013. At the time of the report, the fallopian tube perforation, ovarian perforation, device expulsion, abdominal distension, migraine, tooth disorder, mental disorder and back pain had not resolved and the treatment noncompliance and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, back pain, device expulsion, fallopian tube perforation, investigation noncompliance, mental disorder, migraine, ovarian perforation, tooth disorder and treatment noncompliance to be related to essure. The reporter commented: patient sought medical treatment for punctured tubes. She not sought medical treatment for severe and persistent abdominal pain, pelvic pressure, migraine, and dental problems. Essure lot number given as 940970 or 940971. Current weight: 210 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured fallopian tubes / essure perforation in fallopian tubes"), ovarian perforation ("essure had punctured my tube and went into my ovary") and device expulsion ("essure coils punctured through my tubes and one was in my uterus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6) 1996, (B)(6) 1979). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and back pain ("lower back pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("severe and persistant bloating"), migraine ("migraines"), tooth disorder ("dental issues"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), treatment noncompliance ("use birth control or contraception at any time following your essure placement procedure") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery, surgery and surgery. Essure was removed in 2013. At the time of the report, the fallopian tube perforation, ovarian perforation, device expulsion, abdominal distension, migraine, tooth disorder, mental disorder and back pain had not resolved and the treatment noncompliance and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, back pain, device expulsion, fallopian tube perforation, investigation noncompliance, mental disorder, migraine, ovarian perforation, tooth disorder and treatment noncompliance to be related to essure. The reporter commented: patient sought medical treatment for punctured tubes. She not sought medical treatment for severe and persistent abdominal pain, pelvic pressure, migraine, and dental problems. Essure lot number given as 940970 or 940971. Current weight: 210 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of case 2015-467571. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured fallopian tubes / essure perforation in fallopian tubes"), ovarian perforation ("essure had punctured my tube and went into my ovary") and device expulsion ("essure coils punctured through my tubes and one was in my uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 1996, (B)(6) 1979)). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and back pain ("lower back pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("severe and persistant bloating"), migraine ("migraines"), tooth disorder ("dental issues"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), treatment noncompliance ("use birth control or contraception at any time following your essure placement procedure") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery, surgery and surgery. Essure was removed in 2013. At the time of the report, the fallopian tube perforation, ovarian perforation, device expulsion, abdominal distension, migraine, tooth disorder, mental disorder and back pain had not resolved and the treatment noncompliance and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, back pain, device expulsion, fallopian tube perforation, investigation noncompliance, mental disorder, migraine, ovarian perforation, tooth disorder and treatment noncompliance to be related to essure. The reporter commented: patient sought medical treatment for punctured tubes. She not sought medical treatment for severe and persistent abdominal pain, pelvic pressure, migraine, and dental problems. Essure lot number given as 940970 or 940971. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.